Manufacturer narrative:
The product was not returned to the post market vigilance laboratory for analysis. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily, and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. The instruction for use (IFU) states, keep the instrument jaws clean. Buildup of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a pediatric lung surgery under the endoscope, the device did give an output normally. There was a normal feedback of the device however, there was a problem with the final prompt, such as after sealing or prompting a new clamp. There was bleeding between 250cc and 500cc and blood transfusion was required. The cleaning of the device during the procedure was diligent. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device did give an output normally. There was bleeding between 250cc and 500cc and blood transfusion was required. There was no patient injury.